Event description:
Rptr was 18 yrs old at time of breast implantation. The procedure was performed for reconstruction due to congenital deformity. Symptoms from the implants: capsular contracture, pain, burning, chronic otitis media, premature birth of child, pelvic kidney in child, cystic acne, painful joints.